Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed a ruby coil in the target vessel using the lantern and a non-penumbra catheter. The physician then retracted the lantern containing a non-penumbra guidewire in order to advance another ruby coil. However, the physician noticed the lantern was retracted too proximal after removing the guidewire. Consequently, the lantern slipped off the patient¿s table with approximately 30 centimeters of the lantern outside of the patient. The lantern broke into two pieces at the entrance of the non-penumbra catheter. Therefore, the broken piece of the lantern was removed from the non-penumbra catheter with forceps and the procedure was completed using an additional ruby coil with a new lantern and the same non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was fractured approximately 40.5 cm from the hub. The lantern had additional fractures and kinks throughout its length. Conclusions: evaluation of the returned lantern confirmed that the catheter was broken into two pieces. This was likely a result of the lantern becoming kinked at the hub of the parent catheter when it slipped off the table as reported in the complaint. Further evaluation of the returned lantern revealed additional fractures and kinks along the length of the catheter shaft. This damage likely occurred post-procedure while the physician was reportedly examining the lantern and began to kink it on purpose to see how flexible the lantern is until he was told to stop due to the necessity to return the product to penumbra. The non-penumbra catheter identified in the complaint was not returned for evaluation. Penumbra catheters are visually during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.